Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionaire was received on (B)(4) 2013. (B)(4).

Event description:
A surgeon reported an unexpected outcome following intraocular lens (iol) implant surgery. In a f/u, the surgeon reported the procedure resulted in the pt having more astigmatism than was expected after the iol implant. In the surgeon's opinion, the iol did not cause or contribute to the event. The surgeon is planning to exchange the iol and expects the event to resolve following the procedure.